Event description:
Patient states the right side device has "gone flat" and the device has "moved out of the pocket". Patient also states they are experiencing pain on the right side. Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, brown particles inner the shell, wear abrasion, opening on anterior and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: crease sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as a fold flaw opening -crease are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: d.4., h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26-jul-2011. The events of migration and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "moved out of the pocket", and pain.

Event description:
Patient states the right side device has "gone flat" and the device has "moved out of the pocket". Patient also states they are experiencing pain on the right side. Healthcare professional reported a right side deflation. Device remains implanted.